Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they had poor communication on the programmer. The patient stated that the programmer with the antenna attached was not synching with the implant. The patient was getting a power on reset message with the programmer and recharger and was advised to talk to their healthcare provider. A replacement programmer and antenna was sent. The indications for use were spinal pa in and lumbar radiculopathy. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.